Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review of complaints associated with this serial number was performed. For some of the previous events, the root cause remained inconclusive. Additional related complaints were still under investigation at the time this event was reported. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per one of the service record (sr). The system was found to meet all cosmetic and performance standards per the service test procedure (stp). Per the clinical review, the closed system and required instrument reprocessing show no evidence that the equipment contributed to the event. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The risk management report (rmr) was reviewed and the hazards/harms potentially related to the reported event have been identified and mitigated. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that, following cataract surgery with intraocular lens (iol) implantation using the ophthalmic operating system, the patient was diagnosed with endophthalmitis. The surgery was completed on the same day. The patient was treated with an intravitreal antibiotic injection and underwent pars plana vitrectomy. The current patient¿s condition is unknown. Additional information has been requested, but none has been received to date. This report is pertaining six of six patients reported from the same facility.